Event description:
Complainant alleged that during a routine shift check by a clinician. The device's energy select control panel would not allow the user to decrease the energy setting. The complainant indicated that there was no pt involvement in the reported failure.